Event description:
The dealer advised chair stutters and lunges when trying to drive after powering on but through operation smooth's out by itself after a short amount of time. Spoke with tech and no further information was provided.